Manufacturer narrative:
Complaint conclusion: as reported, when the physician used 5f mynxgrip vascular closure device (vcd), the tamp tube did not deploy. The balloon as then deflated and manual compression was applied. There was no reported patient injury. The user was trained to the device. The product was properly stored and opened in sterile field. A 5f unknown sheath was used. The puncture femoral site was normal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The user did not shuttle down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The device will not be returned for evaluation because it was discarded. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the information available for review, procedural/handling factors ( the user did not shuttle down completely) most likely contributed to the issue experienced. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Based on the information available for review, there is no indication that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when the physician used 5f mynxgrip vascular closure device (vcd), the tamp tube did not deploy. The balloon as then deflated and manual compression was applied. There was no reported patient injury. The user was trained to the device. The product was properly stored and opened in sterile field. A 5f unknown sheath was used. The puncture femoral site was normal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The user did not shuttle down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The device will not be returned for evaluation because it was discarded.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the physician used 5f mynxgrip vascular closure device (vcd), the tamp tube did not deploy. The balloon as then deflated and manual compression was applied. There was no reported patient injury. The user was trained to the device. The product was properly stored and opened in sterile field. A 5f unknown sheath was used. The puncture femoral site was normal. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The user did not shuttle down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The device will be returned for evaluation.